Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 3 instances of cs 088 failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 27 allegations of a malfunction, 12 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to moisture within the pump. During investigation for unrelated complaints, there were 1 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 27 malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service 088 issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-83 years of age and between 30 and 185 pounds. Of the reported patients, 10 were male, 17 were female.